Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test test strips UDI:(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from back to back tests of 324 and 258 mg/dl. Customer stated tests were performed on the same finger and was instructed on the proper way to run a back to back blood test. The customer's expected fasting blood glucose test result range is 130 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 344 mg/dl and 282 mg/dl using meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 08/27/2020 and open vial date is(B)(6)2019. The meter memory was reviewed for previous test result history: result 1: 308mg/dl date: 7/1/19 time: 10:30am fasting result 2: 324mg/dl date: 7/1/19 time: 10:29am fasting result 3: 258mg/dl date: 7/1/19 time: 10:29am fasting result 4: 268mg/dl date: 6/30/19 time: 11:55am fasting result 5: 304mg/dl date: 6/29/19 time: 12:15pm undisclosed

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated they cannot talk at the moment and will call back.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from back to back tests of 324 and 258 mg/dl. Customer stated tests were performed on the same finger and was instructed on the proper way to run a back to back blood test. The customer's expected fasting blood glucose test result range is 130 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 344 mg/dl and 282 mg/dl using meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 08/27/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).